Event description:
Procedure: liver resection. Reportedly, an operative therapy of a hepatic metastasis with radionics was administered on a patient. At the end of the operation, they removed the complete, intact covering and they noticed a burn injury first - second degree-burn below the neutral electrode (in the boarder-area) on the right flank. It also has blistered. There was no report on the type of treatment given.